Event description:
The customer reported the device was not disinfected involving an olympus uretero-reno fiberscope. No additional information was relayed by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.